Event description:
Boston scientific received information that during a follow up the configuration was changed from bipolar to unipolar. An alert message appeared on the programmer upon device interrogation, and out of range pacing impedances were seen in the unipolar configuration. It was reported that the pacing impedances had been increasing and had been out of range for a few months. An x-ray taken did not reveal a lead fracture but possible lead body damage was suspected. Subsequently, a revision procedure took place and when connecting the lead and connecting it to the pacing system analyzer (psa) out of range pacing impedances were once again noted. The lead was cut and a new lead was implanted. The device was replaced electively. No adverse patient effects were reported following the explant procedure.

Manufacturer narrative:
Should additional informatoin become available this investigation will be updated.